Event description:
Info received indicates the customer experienced air-in-line alarms with micro bubbles in the tubing. The customer alleged this starts to occur once the pump is at a higher infusion rate.

Manufacturer narrative:
Product number 340-4128, lot number (B)(4) is currently under recalled z-1444-2011.